Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular procedure on (B)(6) 2017 and the reservoir was connected to a drain. During the procedure, the anti-reflux valve did not work properly. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Actual device returned and evaluated. All components, including valve, were in place and in good condition. The device functioned properly.